Event description:
It was reported that the customer's pump had a cracked and shattered touchscreen, rendering it illegible. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.